Event description:
It was reported that an occlusion alarm occured. Customer cleared the alarm. Customer's blood glucose was 165 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.